Event description:
This customer reported that the device charged on its own. There was no negative impact to the patient.

Manufacturer narrative:
This customer reported that the device charged on its own. There was no negative impact to the patient. The device was evaluated at philips. An incomplete electrical connection was identified between the therapy port and the therapy cable. Replacement of the therapy port and cable resolved the problem.